Manufacturer narrative:
Concomitant products: product ID: 305c23, tissue valve, implanted: (B)(6) 2000.

Event description:
It was reported that the patient presented to the emergency room due to presyncope and dyspnea. It was discovered that a warning had triggered on the right ventricular (rv) lead for high/infinite impedance in unipolar and bipolar configurations. There were also high thresholds, noise, and non capture at maximum outputs. A lead fracture was confirmed and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.